Event description:
When first received on 9/3/96 co made a decision not to report. Additional investigation summary received 10/30/96 caused co to reconsider and report. The lower cell was inflated and an interior weld separation was found. The button welds on the smooth side of the cell separated causing a bulge to form in the surface of the mattress. The cell was delivered to the MFR with no comment from the dealer who returned it. Further investigation with the dealer verified that there was no injury. The duration (in hrs or days) associated between individual button separations from initial button separation to final button separation are unknown and not available. It is suspected that the cell failure occurs very slowly allowing the failure to be observed before any injury could occur.